Manufacturer narrative:
As per new information that was received, this complaint was further evaluated, and it was determined this complaint is not reportable, as there were no issues noted with the sheath, and the sheath was not involved in this event. The medwatch report has been retracted.

Event description:
Additional information was reported by the clinical team. It was reported the sheath was not involved in this dissection that led to death. No issues were observed with the sheath.

Event description:
The following information was reported to gore: on (B)(6) 2026, the subject was being treated for a penetrating aortic ulcer and a intramural hematoma (imh) utilizing the investigational gore® ascending stent graft. Gore® dryseal flex introducer sheath was also used. A gore® tag® thoracic branch endoprosthesis was also implanted during the procedure. It was reported during the procedure the proximal edge of the tbe device landed in the imh, subsequently the patient experienced a retrograde stent induced new entry tear that resulted in death.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device was discarded and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.